Event description:
The manufacturer received information alleging a ¿ventilator inoperative¿ alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error indicating that the flow sensor deviated from the standard. The device's machine flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ¿ventilator inoperative¿ alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error indicating that the flow sensor deviated from the standard. The device's machine flow sensor was replaced to address the issue. The component was returned to the manufacturer's product investigation laboratory (pil) for investigation. The machine flow sensor was tested on a multifunctional test station and passed all testing. The pil technician concluded that the component operates as designed. The component was installed in a test unit and was tested with a test lung and operated as designed. The ventilator inoperative alarm did not recur. The component was scrapped per the pil protocol.